Manufacturer narrative:
Reported event: the customer reported that the swab broke in patient's nose while swabbing. One half of the swab stuck in the patient's nose, which was successfully retrieved by a medical professional. No report of injury. Investigation: the report did not identify the location in which the device in question was used. Therefore; it is not known if the event occurred in at-home setting or within the healthcare facility. The device history record was reviewed and confirmed that the device lot was manufactured to required specifications. There have been no other complaints associated with this lot. The "sterile polyester spun swab product insert & how to use guide" rev. 004 states: "carefully follow the instructions for use. When using a device, with a plastic stick, the pressure applied, during sampling, shall be light since the stick material is breakable. While gently rotating the swab, insert swab less than one inch into the first nostril until resistance is met at turbinates. Do not use excessive force, pressure or bending when collecting swab samples from patients as this may result in accidental breakage of the swab shaft. Directions for use must be followed carefully." The device subject of the event has not been returned for evaluation. No additional issues have been reported. Due to the reported incident and in an abundance of caution this report is being filed. A follow-up report will be submitted if additional information becomes available.

Event description:
The customer reported that the swab broke in patient's nose while swabbing. One half of the swab stuck in the patient's nose, which was successfully retrieved by a medical professional. No report of injury.